Event description:
It was reported that the customer was hospitalized for high bgs. It was indicated that the set was not changed and injections were given to the customer to bring bgs down. The customer informed that the pump had missing segments. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to disconnect from the pump and revert to a back up plan for manual injections. Also it was informed that the pump had an alarm. The alarm was cleared by pressing the select and activate buttons. Assisted the customer with reprogramming the pump as required.